Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article entitled, ¿gap balancing improve squat function and knee function: a randomized controlled trial comparing gap balancing and measured resection,¿ by qingfang xiao, et. Al., published by journal of orthopaedic surgery and research (2021), vol. 16 no. 242, 8 pages, was reviewed. The purpose of this article was to compare the measured resection (mr) technique and the gap balancing (gb) technique in patients with knee osteoarthritis after primary unilateral total knee arthroplasty (tka) in china to understand the effects of the two techniques on knee function and squat function. The authors studied 96 patients implanted with primary unilateral tka between march 2017 and september 2019. There were 48 patients in the gb cohort and 48 in the mr cohort. All patient received a fixed bearing, pfc sigma tka cemented with unknown cement. It is unknown if the patellas were resurfaced. The authors concluded that gb technique can effectively shorten the operation time, relieve pain, improve knee range of motion, improve squat function and knee function, reduce osteoarthritis index, and reduce the occurrence of complications. Noted complications: 8 cases of postoperative flexion instability- treatment unspecified. 2 cases of asymptomatic patellar bounce (effusion)- treatment unspecified. 1 case of pain secondary to patellar instability- treatment unspecified. There were reports of pain at 12 months follow-up. The severity and treatment were not specified. Captured in this complaint: 11 pfc sigma femoral components, tibial trays, and tibial inserts.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. Device history lot ==> a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.